Manufacturer narrative:
Block h6: imdrf device code (B)(6) captures the reportable event of stent migration. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f2203 captures the reportable event of imaging required. Imdrf impact code f08 captures the reportable event of hospitalization.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the bile duct for a drainage to treat an obstructive jaundice of tumoral origin during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, there was difficulty deploying the flanges, but despite this, the stent was able to be implanted, and good bile flow was observed. However, the following day, the patient's general condition deteriorated, and abnormal laboratory results were noted. A computed tomography (CT) scan performed on (B)(6) 2025, revealed that the stent was not correctly positioned, the stent distal end migrated below the common bile duct, worsening the intrahepatic dilation. After starting antibiotic therapy, a follow-up endoscopic procedure on (B)(6) 2025, allowed the stent to be removed and a fully covered biliary stent to be implanted after a sphincterotomy. The patient condition improved following the intervention.

Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2401 captures the unspecified reported deterioration in the patient's general condition. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f2203 captures the reportable event of imaging required. Imdrf impact code f08 captures the reportable event of hospitalization. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the bile duct for a drainage to treat an obstructive jaundice of tumoral origin during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, there was difficulty deploying the flanges, but despite this, the stent was able to be implanted and good bile flow was observed. However, the following day, the patient's general condition deteriorated, and abnormal laboratory results were noted. A computed tomography (CT) scan performed on (B)(6) 2025, revealed that the stent was not correctly positioned, the stent distal end migrated below the common bile duct, worsening the intrahepatic dilation. After starting antibiotic therapy, a follow-up endoscopic procedure on (B)(6) 2025, allowed the stent to be removed and a fully covered biliary stent to be implanted after a sphincterotomy. The patient condition improved following the intervention.